Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled", "defib fault 72", and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty resistor on the pace/defib board. The pace/defib board was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.